Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received indicating that during use a smiths medical 6500 alarmed for the removal of the cassette. No adverse patient effects were reported.